Event description:
It was reported that the intra-aortic balloon pump (iabp) k7 solenoid leaked causing vacuum on back of safety disk upon installation. Also, the assembly components were loose. This was an out of the box failure. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d9, h3, h6 (health effect ¿ impact codes). The fse replaced drive manifold in order to fix the issue. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received drive manifoldwith a reported unit failure of k7 is leaking casing vacuum on back of safety disk. The failure analysis and testing dept. Could not replicate k7 leaking. The drive manifold passed the k6a,k6,k7,k8 leak test to factory specifications. Results of test were test #1-1, test# 2 -2 , test #3 -1. All results were well within factory specifications. The drive manifold passed testing. Retaining the part in the failure analysis and testing department per procedure number 0002-07-0008 rev. Ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions), h10, h11 corrected field: h6 (type of investigation). The fse replaced drive manifold in order to fix the issue. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received drive manifoldwith a reported unit failure of k7 is leaking casing vacuum on back of safety disk. The failure analysis and testing dept. Could not replicate k7 leaking. The drive manifold passed the k6a,k6,k7,k8 leak test to factory specifications. Results of test were test #1-1, test# 2 -2 , test #3 -1. All results were well within factory specifications.the drive manifold passed testing. Retaining the part in the failure analysis and testing department per procedure number 0002-07-0008 rev. Ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.